Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the power cable from the stryker tower sparked during the case. Sparking occurred at the plug outlet after turning the laser and tower on. The electrician and facility administrator both acknowledge that the stryker tower was not at fault for the issue.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: too much heat. Transformer design. Cart design. Manufacturing nonconformity (tekna). Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the power cable from the stryker tower sparked during the case. Sparking occurred at the plug outlet after turning the laser and tower on. The electrician and facility administrator both acknowledge that the stryker tower was not at fault for the issue.